Event description:
It was reported that this left ventricular (lv) lead was not delivering lv thresholds results. Technical services (ts) reviewed the episode and indicated that the absence of results appeared to be due to the presence of fusion beat, and noted high pacing thresholds at implant. In addition, the representative suspected the lv lead was exhibiting loss of capture, ts reviewed the situation and agreed there had been a change in the morphology in the presented electrograms. The representative also reported that post operation x ray testing showed this lv lead had dislodged. During implant, poor lv thresholds measurements were exhibited in most locations. This lv lead was reprogrammed and remains in service. No adverse patient effects were reported.